Event description:
A customer had a problem with a difibrillation pad. According to the customer emt's applied the electrodes and when the power was applied, the monitor read "apply electrodes". The emt's put on another set with good results.